Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) cleaned the eic (electrolyte injection cup) flow cell, replaced the eic valves and carbon bridge to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for na (sodium), and cl (chloride) on the unicel dxc 600 synchron system. The erroneous results were reported outside of the lab and later amended. There was no change in patient treatment in association with this event.